Manufacturer narrative:
H10. Additional manufacturer narrative: added information to h6. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The cause of the event was likely due to patient factors and progression of underlying valvualr disease pathology.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted once new information becomes available or investigation has been completed. As reported valve commissural fusion was observed during the autopsy resulted in a fixed-closed aortic valve. Nonstructural valve dysfunction (nsvd) is any abnormality not intrinsic to the valve itself that does not directly involve valve components yet results in dysfunction of the prosthetic valve. Such as, entrapment by pannus, tissue, or suture; paravalvular leak; dehiscence; malposition; obstruction; patient prosthesis mismatch. Nsvd may present as stenosis, regurgitation, or hemolysis/hemolytic anemia. In this case the surgeon commented that using vad contributed to the commissural fusion and fixed-closed aortic valve. A fused fixed closed valve would require an intervention should the patient survive , however, the patient expired due to cva unrelated to the device. The cause of the event cannot be determined at this time. Refer to MDR report number 2015691 - 2021 - 06674 for additional device patient had during time of event. Article citation: kazuhiro, toru hashimoto, akira shoise, hiroyuki tsutsui, open and closed valve commissural fusion after biventricular assist device implantation, european heart journal, case reports, volume 4, issue 6, december 2020, pages 1-2.

Event description:
Article open and closed valve commissural fusion after biventricular assist device implantation european heart journal case reports (2020) 4, 1-2 edwards learned that a 19mm 11500aj pericardial aortic valve was implanted in aortic position respectively, and the patient expired 2 months later due to cerebrovascular accident (cva). Autopsy revealed contrasting valve commissural fusion with a fixed-closed aortic valve and a fixed-open pulmonary valve to which pr was attributable. Per the records: a 29-year-old woman with idiopathic dilated cardiomyopathy was implanted with durable left ventricular assist device (lvad) as a bridge-to-transplantation. Over the next two (2) years, she repeatedly was hospitalized due to heart failure, native aortic regurgitation (ar) and right ventricular (rv) dysfunction. Three (3) and half years after her lvad implant, due to severe ar, akinesis of the rv, and incomplete closure of the tricuspid and pulmonary valves and prevent insufficiency due to her refractory symptoms the patient underwent conversion from lvad to a paracorporeal continuous -flow biventricular assist device, avr with 19mm 11500aj, and pvr with a 21mm 11500aj valve. Two (2) months after the implant, the patient developed symptomatic heart failure with kidney and liver dysfunction. An echo revealed severe pulmonary regurgitation. Aggressive diuresis and extracorporal ultrafiltration were ineffective and the circuit configuration was converted to central ECMO to resolve recirculation within the rvad. Heart failure was finally controlled but she died of a cva. The mechanisms of post-rvad pr are unproved, but anastomotic position and angle between the outflow graft and the pulmonary trunk, requirement of high rvad flow due to rv akinesis, and diminished pulsatility might contribute to the progressive pr. Additional information: the surgeon commented that using vad stops transvalvular anterograde blood flow which contributed to the commissural fusion and fixed-closed aortic valve and the fixed-open pulmonary valve. There was no relationship between the devices and the event. Per clinical evaluation valve commissural fusion was due to nsvd, mostly pannus formation with fibrotic tissue ingrowth, caused by hemodynamic pressure differences across the valves during the use of cardiac assist devices.